Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers in bpqtrack station were not detected on bus. A field service engineer (fse) used remote access software to recover storage space in the full height cubie drawer. The fse verified no additional issues were present, and the customer confirmed the system was fully functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bpqtrack multiple cubies that were not able to be recovered and displayed device not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.